Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that there was no patient injury reported in this event and included event date. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that loss of power occurred while running and high alarm displayed: downstream occlusion in history. During analysis, the customer's stated problem regarding "error message can't turn on, no other info" was verified. Inspection of the pump found error code 46507 on display during power up. Further investigation of the pump determined that a faulty microprocessor board is the root cause of the issue. Service will replace the microprocessor board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error message (can't turn on, no other info). It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.